Event description:
It was reported that the patient underwent an unknown surgical procedure on right achilles tendon on an unknown date and suture was used. Following the procedure, the patient experienced pain at the incision associated with chronic edema of the foot. The volume of the achilles tendon increased and a large zone of eczema appeared. The patient underwent shock waves and 120 sessions of physical therapy and had no improvement. A skin treatment was performed which resulted in clear improvement of the eczema. There are no signs of infection and the external saphenous nerve does not seem involved in the pain cause. The physician opined that an allergy to the suture is suspected.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: (B)(4).